Event description:
It was reported that during a device upgrade procedure, the right atrial lead insulation was damaged while using electrocautery. No electrical anomalies were observed. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found insulation degradation exposing the outer coil at 6.0 cm from the connector pin.